Manufacturer narrative:
Additional information provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating lens was replaced with same power and diopter different model company lens.

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced refractive error, decreased visual acuity, and glare. The lens was replaced with same power and diopter company lens within a month after initial procedure. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).